Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top was cracked by power button (edge) and right case was cracked. No apparent contamination. Unable to duplicate all the customer reported problem, no problem was found. The root cause of the reported issue was not determined. Interconnect board was carefully inspected and no physical or any other damaged was found. Actions taken to mitigate the reported issue: replaced interconnect board and battery for preventive measure. Performed power up process and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that battery communication timeout, base task timeout, base not responding, and base task debilitated events occurred. No patient injury reported.